Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set block alarmm on (B)(6) 2024.the blockage was located in tubing. No further information available.